Event description:
It was reported that the right ventricular lead appeared to have dislodged shortly after implant. The patient complained of diaphragmatic stimulation shortly after implant that did resolve. The lead now will not capture or sense. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).